Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a zct300 intraocular lens (iol) implanted in the right eye on (B)(6) 2017 and the iol axis was 87 degrees. On (B)(6) 2017, the iol axis was 125 degrees. There was a 38-degree rotation which required repositioning on (B)(6) 2017. The repositioning procedure had a positive outcome. There were no visual complaints or other medical findings at the 1-month post-surgery visit. At the 1 month post op visit: uncorrected visual acuity 20/60, mrx-0.75+1.75x0.45, best corrected visual acuity 20/40. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.